Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the tip was damaged and the lead appeared damaged at implant.

Event description:
It was reported during an implant attempt the ventricular lead tip was damaged during insertion as the patient had a tortuous anatomy. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.